Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during an unspecified dwell. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error, though liquid was noted below the machine on the floor. There was no patient injury or medical intervention in association with this report. No additional information is available.